Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay performed between jan2022 and may2022. This report addresses results one (1) of three (3). The customer reported a false positive result with the ID now covid-19 assay performed on a direct tested nasal sample that generated a positive result. Confirmation testing was performed and generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number: 190-000j, that has a similar product distributed in the us, list number :190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.